Manufacturer narrative:
Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle clog on lot # 8150783. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Investigation conclusion: our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there were 10 occurrences where pen would not push down to deliver insulin with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: consumer reported pen did not press the liquid in to his skin. He sees small drop of insulin stays in his needle pen during he injects the pen to his skin. He had 10-12 pens with the same issue. Sample discarded. He does the priming. Lot # 8150783; expiration date- 2023-2-30; item# 320122; incident date- (B)(6) 2019. He uses new pen needle each time of his injection. This has happen in the past, no sample, lot unknown.